Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring seals did not load properly. The first seal got stuck in its original position. The second seal got stuck in the shaft of the loading device. It looked like when the surgeon pulled the delivery tube out, the seal got stuck where the plastic pieces come together inside the loader device. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. This report is for the first seal.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the seal subassembly was left behind in the loader device. The delivery device was outside the loader device with the plunger not depressed. The reported complaint is confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).